Event description:
There have been 28 reported events, which were duplicated by clinical engineering where the "air in line" sensor was not functioning on the alaris carefusion pump, generating false alarms. The devices were sent to the manufacturer to replace the sensor.